Event description:
It was reported that during procedure, the metal tip on moxy fiber broke off inside the patient as soon as the physician began firing the laser. The fiber was replaced and the procedure was completed without patient complications. The physician was able to retrieve the metal tip by the end of the case. This report is for the fiber.